Event description:
A surgeon reported that the intraocular lens (iol) broke in half when it unfolded in the eye. It was reported that part of the iol was removed and the other part remains in the vitreous cavity.